Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction:strip inserted backwards or user used the wrong strip.

Event description:
Consumer complaint for the meter is not responsive. The customer's expected blood glucose test result range is 90 to 120 mg/dl. The customer reported symptoms of dizziness and hypoglycemia. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. During the call on (B)(6) 2016, while assisting the customer with the meter, the meter was unresponsive with test strips. The product is stored according to specification. The test strip lot manufacturer's expiration date is 09/30/2018 and open vial date is (B)(6) 2016. The meter memory reviewed no result in it. Adverse event not reported.